Event description:
It was reported that a guide was cross threaded and couldn¿t be fixed. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Foreign: (B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and threads found to be damaged. Also, prongs are bent, and nut was disassembled. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The reported issue was previously investigated in a CAPA. The CAPA identified that the lock nut mechanism was susceptible to forcible disassembly leading to the device seizing on or not accepting the im rod. A design update was made (print updated to rev. H). This device was manufactured by the supplier to rev. F. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.